Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed that the imaging window was observed kinked and tear. No damages or failures were observed on the ccp (catheter code pcba) board assembly. Impedance testing shows an electrical open at proximal wave form. Microscopic inspection revealed the guidewire exit port was found damaged (deformed/lifted). The telescope assembly was able to properly pull back, advance, and retract. A test guidewire was inserted and no indication of resistance in tracking the guidewire into of the catheter was noted. The mdu and ilab system were used to perform a functional inspection on the device. The catheter was properly recognized by the imaging system when plugged into the mdu and no connection issues or errors were detected during its testing. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. The complaint device was sent for x-ray analysis to further characterize the electrical failure. Based on the x-ray images, the electrical failure was a result of a broken coax cable at 130cm to 140cm.

Event description:
Reportable based on the device analysis completed on 27jan2023. An opticross hd imaging catheter was returned with no reported allegations. However, device analysis revealed a tear on the imaging window.